Event description:
It was reported that the pt experienced an infection and underwent hyperbaric pressure chamber treatment for almost 1 hour per day over 4 weeks. The hcp was subsequently only able to refill the pump with 15 mls instead of 20. The hcp planned to replace the pump. The pt status was reported to be good and 'fine all the time'. The pt will be affected due to the replacement surgery. The pump contained baclofen.